Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer reference report number: 1627487-2020-00360, 1627487-2020-00365. It was reported that the patient was explanted 10 years ago, estimated date (B)(6) 2009, due to ineffective stimulation. The system was not replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.